Event description:
During a procedure with an older patient with osteoporosis, while inserting the pfna blade a fragment of the hammer broke off and punctured the surgeon's cheek and he started bleeding. Reportedly the fragment remains in the surgeon's cheek. It was reported no excessive force was used. No further information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports as received condition to be that a fragment of the hammer body came in the doctor¿s cheek and it started bleeding. The dimensions were in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Plastic deformation caused by repeated impacts on the edges of the hammer body may have led to a cold-work condition of the material and consequently, to an increase in material hardness. The modified structure, combined with multiple impacts on the same area may induce chips to break off the hammer body.

Manufacturer narrative:
This device is for treatment not diagnosis.